Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for small calcar fx - intraoperative periprosthetic fracture - femoral. On (B)(6) 2021, the patient underwent a primary left hip arthroplasty to address osteoarthritis. The surgeon noted there was a small fracture of the anterior femoral neck caused by a cookie cutter osteotome. After milling the calcar down, this extended maybe 5 more millimeters. A cerclage wire was placed to address the fracture. Event is serious and is considered mild. Event is definitely not related to device and possibly related to procedure. Date of implant: (B)(6) 2021, date of event: (B)(6) 2021, (left hip). Treatment: intraoperative open reduction internal fixation.